Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient has been experiencing syncopal episodes. This pacemaker was checked and no issues were identified. No noise was produced via isometrics and arm movements and there were no spikes in impedances. All measurements were stable. The cause of the syncope was not determined, so reprogramming was now performed to rule out an intermittent threshold increase. At this time, the pacemaker system remains in service. No additional adverse patient effects were reported.